Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for peritonitis. Treatment details and cause of the event were not reported. Action taken with therapy was not reported. Outcome of the peritonitis event was not reported. No additional information is available.